Event description:
It was reported that a spectrum pump alarmed that the door was not closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition of "door hard to close, alarming door not closed" was unable to be reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose lower latch switch and mech screws as well as the lower hook was out of adjustment.. The hook and lower latch switch require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.